Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2006 and (B)(6) 2007), miscarriage and polycystic ovarian syndrome. Previously administered products included for an unreported indication: tylenol and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction") with vulvovaginal burning sensation and vulvovaginal discomfort, vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes/mild bladder stress incontinence"), urinary tract disorder ("bladder or urinary problems or changes/mild bladder stress incontinence"), stress urinary incontinence ("bladder or urinary problems or changes/mild bladder stress incontinence"), abdominal pain ("severe and persistent abdominal pain, everyday"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression"), constipation ("gastrointestinal or digestive system condition (constipation)"), anaemia ("anemia"), hormone level abnormal ("hormonal changes"), alopecia ("hair loss"), weight increased ("weight gain of 50 ibs"), headache ("headaches"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), anxiety ("anxiety"), acne ("acne on my face and under my arms"), dry skin ("dry skin"), mood swings ("mood swings") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy. Everything was removed except for my ovaries.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, stress urinary incontinence, dysmenorrhoea, fatigue, depression, constipation, anaemia, hormone level abnormal, alopecia, weight increased, headache, urinary tract infection, nausea, anxiety, acne, dry skin and mood swings outcome was unknown, the abdominal pain was resolving and the migraine and dyspareunia had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anaemia, anxiety, bladder disorder, constipation, depression, dry skin, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: approximate weight at the time of essure placement: (B)(6). Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs -new events added: abnormal bleeding (general), allergic or hypersensitivity reaction, abnormal bleeding (vaginal/menorrhagia), vaginal burning, vaginal irritation, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes/mild bladder stress incontinence, severe and persistent abdominal pain, everyday, dysmenorrhea (cramping), fatigue, depression, gastrointestinal or digestive system condition (constipation), anemia, hormonal changes, hair loss, weight gain of 50 ibs, headaches, urinary tract infection, migraines,nausea, anxiety, dyspareunia, acne on my face and under my arms, dry skin, mood swings and did you undergo an essure confirmation test? No incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain / severe and persistant pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 928483) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6)2006 and (B)(6)2007), miscarriage, polycystic ovarian syndrome, suicidal ideation, uterine fibroids and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: tylenol and ibuprofen. Concurrent conditions included paraovarian cyst, uterine leiomyoma, chronic cervicitis, hyperplasia endometrial, herpes simplex, genital herpes, candidiasis, shortness of breath, painful genitalia (female) and activities of daily living impaired. On (B)(6)2011, the patient had essure inserted. In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and vulvovaginal mycotic infection ("recurrent vaginal yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction") with vulvovaginal burning sensation and vulvovaginal discomfort, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes/mild bladder stress incontinence"), urinary tract disorder ("bladder or urinary problems or changes/mild bladder stress incontinence"), stress urinary incontinence ("bladder or urinary problems or changes/mild bladder stress incontinence"), abdominal pain ("severe and persistent abdominal pain, everyday"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression"), constipation ("gastrointestinal or digestive system condition (constipation)"), anaemia ("anemia"), alopecia ("hair loss"), headache ("headaches"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), anxiety ("anxiety"), acne ("acne on my face and under my arms"), dry skin ("dry skin"), mood swings ("mood swings") and dyspareunia ("painful sexual intercourse") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain of 50 ibs"). The patient was treated with surgery (robotic laparoscopic total hysterectomy, bilateral salpingectomy. Except for my ovaries.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, stress urinary incontinence, dysmenorrhoea, fatigue, depression, constipation, anaemia, hormone level abnormal, alopecia, weight increased, headache, urinary tract infection, nausea, anxiety, acne, dry skin, mood swings and vulvovaginal mycotic infection outcome was unknown, the abdominal pain was resolving and the migraine and dyspareunia had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anaemia, anxiety, bladder disorder, constipation, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, stress urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: 160 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal itching, painful intercourse and back pain. Quality-safety evaluation of ptc: ptc global number:(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records were received. Events per pfs: recurrent vaginal yeast infection. Lot number medical history, concurrent condition were added. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.